Manufacturer narrative:
Investigation: the complaint was investigated for the z6ms transducer displaying an acquisiton 31 error (note: it was incorrectly reported in the initial MDR as an acquisition 32 error). The transducer was returned, and an investigation was performed. The error message was reproduced during the investigation. The cause of the issue was determined to be a gastro flex thermistor trace crack and open caused by insufficient reliability; this is related to design. Improvements to the gastro flex trace were implemented into forward production, since july 2017. The transducer returned from the customer site was manufactured prior to the corrective action. The transducer was replaced on site by service. (B)(4)

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that prior to inserting the transducer probe into the patient for a planned transesophageal echocardiography (tee) procedure, the transducer generated a usacquisitionhw_32 error. The doctor removed the transducer and reinserted a new one into the patient to continue and complete the tee. The ultrasound system was not rebooted. There was a 15 minutes delay while the replacement transducer was prepared. There was no patient adverse event reported. No additional information was provided.